Manufacturer narrative:
Inspected two opened or used sensors for broken or missing parts and none were found. Sensors received were complete.

Event description:
It was reported that the customer called to report several bent sensors. It was also stated that the customer removed one sensor that had 3/4 of the electrode missing. The customer was advised to seek medical assistance if she thought that the electrode had broken off underneath her skin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.